Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed elevations in pump power/flow and a slight decrease in pulsatility index (pi). A direct relationship between the device and the reported power/flow elevations, hemolysis, and heart palpitations could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 ¿ (B)(6) 2021. The files captured sustained elevations in power and flow between (B)(6) 2021 ¿ (B)(6) 2021 with a slight decrease in pi. One transient elevation in power and flow was captured on (B)(6) 2021. No other atypical events or alarms were captured. The pump appeared to function as intended above the low speed limit for the duration of the files. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be consistent with thrombus within the pump; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and inr range, as well as the indications of pump thrombosis and how to respond to such events. The IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no additional diagnostic tests had been performed; however, additional labs were drawn on 15mar2021 and provided the following patient data: lactate dehydrogenase (ldh) 341, plasma free hemoglobin 30. On (B)(6) 2021 the patient's international normalized ratio (inr) was 3.5, which was inside the prescribed range. The plan of care was to trend ldh values and keep the patient at an inr goal of 2.5-3.5. Additionally, the patient would be continued on 325mg of acetylsalicylic acid (asa) daily. No medication changes would be made at this time and the patient would follow up with the doctor in 3-4 weeks. The patient was instructed to call in with any change in symptoms or onset of new symptoms.

Event description:
It was reported that the patient had been under suspicion for pump thrombosis since (B)(6) 2020, however thrombus was not confirmed. At that time he was hospitalized and his international normalized ratio (inr) goal was increased. The patient's plasma free hemoglobin had returned to normal as of last month's draw. His lactate dehydrogenase (ldh) was 288 u/l in (B)(6) and 368 u/l in (B)(6). The customer was unable to obtain labs in (B)(6) due to the patient having covid and needing to quarantine. The patient has more recently been complaining about almost debilitating palpitations, which he associated with his medications because it always resolved a couple of hours after he would take them. ICD interrogations had been sent to electrophysiology (ep) with no notable rhythm changes. The patient denied any alarms. Labs would be redrawn in clinic on (B)(6) 2021. Technical services (ts) reviewed the log file and observed elevated flow, which was well above the normal parameters for the set speed of 9200rpm. Ts explained that this was usually seen when there was something building up on the rotor of the pump. There were no other unusual events seen within the log file. The patient continued to have high power and flows with ramp study results that showed left ventricular unloading and that the arteriovenous valve was shut; however, hemolysis labs showed slight evidence of hemolysis or clot formation. The patient was on heparin drip and their international normalized ration (inr) was within normal limits. A review of the log files post ramp study revealed power/flow values high for a set speed of 9200 rpm. Technical services explained that elevated power could result in false high flow calculations; so while it might appear that there is good flow, that may not actually be the case. These findings could be caused by pump ingestion. A subsequent review of log files provided on (B)(6) 2021 revealed a few set speed changes, as well as elevated power/flow readings between (B)(6) 2021. Following that time frame, the parameters appeared to have normalized with only 1 transient power/flow spike on (B)(6) 2021 recorded. Continued monitoring of the patient's labs and pump parameters was recommended.